Event description:
Increased threshold was reported and the lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This device exceeds 11 years of service, and no patient complications or injuries were indicated. Past experience and user facility communication establishes this is an expected end-of-life condition. No user facility follow up will be done.